Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
It was reported that the device will switch off randomly. The user has already tried to power on the handheld with a new battery. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During visual inspection the lcd and lens were found to be cracked. The device was received with a depleted battery. The unit was charged for 20 hours and it remained powered on for 30 minutes. The battery was found to be over 3 years old and no longer charges to an acceptable capacity. A service history record review reveals that this unit was in the field for over six (6) years with no related reported issues prior to this reported event.